Event description:
It was reported that this at a routine follow up visit for this patient, a shock impedance measurement of 93 ohms was noted. There has been a gradual incline in the low voltage shock impedance (lvsi) over the past two years and the averaged lvsi over the past 28 days was 95 ohms. The device beeper is programmed on and the upper lvsi alert was reprogrammed to 150 ohms. The physician also reported the patient has a history of inappropriate shocks due to atrial fibrillation with rapid ventricular response (rvr). Normal sensing and pacing was observed and the device is optimally programmed with the first 2 shocks set to maximum (41j) and shock polarity set to initial (rv-). Re-assessment will occur when the average lvsi over 28 days reaches 150 ohms or at the patient's next follow up visit in 5 months. The system remains in service and no additional adverse patient effects were reported.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in the report. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.